Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to move. Upon functional testing, the fse reviewed the logfile and found errors related to longitudinal movement. The system reboot resolved the error. The customer had also experienced a lack of c-arm movement, due to an "out of boundary" message displayed on-screen, which was caused because of customer moving the system manually past the control limit. To resolve the issue, the fse manually repositioned the c-arm. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.